Event description:
It was reported via medwatch (B)(4), that as a result of having the product implanted, the pt has experienced nerve damage, pain, and undergone multiple surgeries.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the align to urethral support system may include, but are not limited to: postoperative hematoma, which may occur following the implant procedure; temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the mesh sling implant; perforations or lacerations of vessels, nerves, bladder, or any viscera, which may occur during introducer needle passage; transitory irritation at the operative wound site, which may elicit a foreign body response that leads to inflammation, infection, or erosion of the implant." (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced, left ovarian cyst, pelvic pain, removal of transobturator tape, nerve stimulator placement, chronic right inguinal groin pain, right ilioinguinal, iliohypogastric, and genitofemoral nerve block, transvaginal urethrolysis, mobilization of right transobturator sling, tiny cyst on right lateral femoral head, leg pain, depression and anxiety, stimulator lead placement, peripheral nerve stimulator placement, right adductor tendinitis, right ilioinguinal, iliohypogastric neuritis, levator ani syndrome, recurring swelling, erythema and tenderness, e-coli infection at peripheral nerve stimulator site with chronic purulent wound drainage and removal, neuropathic pain, kenalog injection to the iliac spine, right-sided sacroiliac (si) joint arthropathy, retrograde spinal cord stimulator, ganglion impar block, pain in right buttock, low back pain, right sacroiliac injections under fluoroscopy, chronic rectal pain, atrophy of the right obturator internus muscle, enlargement and irregularity of the right obturator nerve, muscle spasm, rectal pain, reduction in physical activity, chronic pain syndrome, right lower abdomen pain, thigh pain, foot pain, heartburn, esophageal reflux, spastic pelvic floor syndrome, botox injection into right levator ani and obturator muscle groups, right pudendal nerve block, muscle spasms, functional muscle weakness, osteoporosis/osteopenia, urinary stress incontinence, pain aggravated by intercourse, sacroiliac joint injections, right hip injections, and multiple nerve blocks to the right genitofemoral nerve, dyspareunia and vaginal scarring.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, the patient has experienced right groin/medial thigh/hip/leg pain (joint pain), pain, blood loss, low back pain, chronic pelvic pain, burning pain right groin/right leg (burning sensation), increased pain with prolonged sitting/standing/physical activity, depression, anxiety, insomnia, lower extremity numbness (numbness), lower extremity weakness/functional muscle weakness (muscle weakness), right groin tenderness, neuropathic pain/ilioinguinal neuralgia/pudendal neuralgia (neuropathy), rectal pressure, sensation of ball in rectum, perineal pain, escherichia coli infection (bacterial infection), inability to fully abduct right lower extremity, cystic lesions (cysts), scarred bump in introitus (scarring), perirectal hematoma, peritoneal/levator abscess, bladder hypertonicity/bladder muscle dysfunction/spastic pelvic floor syndrome (muscle spasms), thoraco/lumbar radiculopathy, neuritis (inflammation), skin sensation disturbance, disabling symptoms, pubicrectal pain, menorrhagia, vaginal nodule x2 at obturator internus muscle/right vaginal mass, forthcoming pus from abscess (purulent discharge), pelvic floor muscle tension, fascial restrictions, internal hemorrhoids, rectal discomfort, symptoms irriated by pelvic floor therapy (irritation), scar tissue, and required additional surgical and non-surgical interventions.